Event description:
The initial reporter alleged discrepant results for multiple elecsys assays, including the elecsys hiv duo, during a serology evaluation program conducted on the cobas e 801 analytical unit. The program compared elecsys assay results to those obtained using the abbott architect system. The samples were processed first using the abbott architect system, which is the routine method at the customer site, to release blood donations. Subsequently, the same samples were tested using elecsys assays on the cobas e 801 analytical unit as part of the evaluation program. A total of 36 patient samples were identified as discrepant between the two systems. Specifically, for the elecsys hiv duo assay, six (6) samples were tested, with two (2) samples yielding discrepant reactive results and four (4) samples yielding discrepant non-reactive results when compared to the abbott architect hiv combo assay.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that all elecsys reagents, including the hiv duo assay, performed within specifications. A total of 36 patient samples were identified as discrepant between the elecsys assays and the abbott architect system during a serology evaluation program. All elecsys results were reproducible during the investigation. The discrepancies were attributed to sample-specific factors. For the elecsys hiv duo assay, two (2) samples were identified as false reactive, while four (4) samples were confirmed as correct non-reactive. Similar analyses were conducted for other assays, with results detailed in the respective investigation reports. The root cause of the discrepancies was determined to be sample-specific variability. No product-related issues were identified, and the investigation is considered closed.